Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a thyroidectomy procedure, while approaching the vein (superior pole vein of thyroid), the clip fell out of the jaw and into the patient. The clip was retrieved from the patient. The surgeon closed the empty jaw on the vein. The jaw cut the vein and the patient lost approximately 100cc of blood due to this event. Procedure was completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on which firing of the device did the problem occur (1st, 2nd, etc)? Unk. What vessel or structure was the device fired on at the time of the event? Superior pole vein of the thyroid. Was the clip fully advanced into the jaws prior to firing? (If applicable for the reported device) unk. Was there any torquing or twisting of the device at the time of firing? No. Was any unexpected resistance felt when pressing the firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Did any clips fall into the patient? Yes. If yes, were they retrieved? Yes. Was the device fired after this incident, in or out of the patient? Yes. What were the patient indications for surgery? Thyroidectomy. What was found during surgery? Thyroidectomy. Does the patient have any relevant history of surgical treatments? Unk. Did someone other than the primary surgeon fire the device? No.